Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The clinical information was reviewed. The root cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate in the purge solution. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 58-year-old female patient was implanted with an impella 5.5 pump for mechanical circulatory support. Following a change in purge tubing, it was noted that a fluid leak was visible from the purge sidearm. It was noted that sodium bicarbonate was used in the purge solution throughout support. A purge bypass was subsequently completed to resolve the noted leak. There were no reports of harm to the patient.